Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe battery packs were evaluated and replaced. Further eval identified that the internal passive backplane and associated cables required replacement. Further service was denied by the customer and a third party service provider was contracted to complete the repair. No conclusion can be drawn as further repair info is unavailable at this time and no additional service info was provided.